Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet with a reported blood glucose value of 400 mg/dl, including a consecutive stalled motor alert, which persisted through initial supply changes until all infusion supplies were replaced; a dry run to 120 units was completed and a full supply change with a contact detach infusion set cleared the alerts, and replacement infusion sets were shipped per user preference. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an obstruction of flow associated with a connector/coupler, with evidence of a deformation problem contributing to the alerts. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.